Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument (pn: 470230-12 // ln: n10180912 0101) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed/replicated; ¿clips not releasing¿. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed. The instrument was found to have a loose grip cable at the proximal end and it was found to have an input disk cracked. Hairline cracks were found on the grip input shaft. Improper cleaning during reprocessing most commonly causes this failure. The instrument was found to have the entire length of the main tube surface with degradation. Improper cleaning during reprocessing most commonly causes this failure. The instrument was found to have a cracked clamping pulley. Additional fa findings clarified that the clip test failed due to the clip failing to clip onto the rubber test tubing. Site history review was conducted and did not show any additional complaints related to this event. A review of the system and instrument logs was performed on (B)(6) 2020 for a procedure on (B)(6) 2020 on system (B)(4), which was the initially reported event date, and there was no known recorded procedure. Another review of the system and instrument logs was performed for a procedure on(B)(6) 2020 on system (B)(4) and confirmed that there was no record of a large hem-o-lok clip applier during either procedure. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is reportable due to the following: a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an engagement issue with a large hem-o-lok clip applier; the clips were not releasing. There was no report of injury. On 24-aug-20, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that prior to a da vinci-assisted surgical procedure, there was an engagement issue with a large hem-o-lok clip applier and the clips were not releasing. The suspect instrument was a large hem-o-lok clip applier. The clip size tested was medium- large. The instrument was never used on the patient, it was tested before the procedure when the scrub tech realized the instrument could not hold the clip. The surgical staff called for a new instrument and did not use the suspect instrument. There was no patient involvement.